Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed (primary alarm failure) occurred by checking the device error log. The fse replaced the speakers and the issue was resolved. The device passed testing and was returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit had an alarm failure. There was no patient involvement.